Event description:
It was reported that the foot end bars broke while lifting a pt. No adverse consequence reported.

Manufacturer narrative:
It is most likely that a customer abuse situation caused the footend bars to break.